Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient called there health care provider and diagnosed with mrsa (methicillin-resistant staphylococcus aureus) infection since they have a history of this problem. The patient was prescribed antibiotics (sulfameth for 10 days taken twice per day).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.